Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: investigation summary product was not returned. Reviewing attached picture, only bone fracture is visible, which does confirm the reported complaint condition. Furthermore, no device malfunction could be identified. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history lot part: 04.168.485s, lot: 4l31498, manufacturing site: grenchen, release to warehouse date: april 18, 2019, expiry date: april 01, 2029. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a synthes employee. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on an unknown date the patient fell fracturing the sub trochanter region at the end of the plate. The patient was initially implanted with the plate on (B)(6) 2019 and a revision surgery was performed on (B)(6) 2020. The femoral neck system (fns) was removed and a trochanteric fixation nail advanced (tfna) was implanted. The procedure was completed successfully. This report is for one antirotation screw for femoral neck sys 85mm length - sterile. This is report 1 of 5 for (B)(4).